Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure to extract the abdominally placed implantable cardioverter defibrillator (ICD), the patient required a procedure to open the chest. The reason for the procedure is not known however bleeding is suspected. The ICD and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.